Event description:
It was reported that four days post implant, the patient developed chest pain. The ventricular lead r waves had decreased from 7.4-7.9 mv to 1.8-2.0 mv, and there was loss of capture at maximum output. A chest x-ray found cardiac perforation and a pericardial effusion. The lead was explanted and replaced with an epicardial lead.

Manufacturer narrative:
Na